Event description:
It was reported by customer that they experienced leaking of the needle at the tubing resulting in a chemo spill. Pediatric patients are coming onto the inpatient unit already accessed from the outpatient clinic with safestep huber needles and tubing is breaking between 3-7 days. In one instance the patient was accessed at the outpatient clinic on 6/6 and the tubing was found broken and needle replaced on 6/10 inpatient. It was reported this occurred with two devices and patients. This report addresses the first device and patient that was accessed on (B)(6) 2024 and had the needle replaced (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. One photograph of a safestep infusion set was returned for evaluation. An initial visual observation of the photograph showed a split in the tubing, just distal to the luer hub. No details of this damage could be discerned from the returned photograph. The pinch clamp was observed to be engaged, but no blood residue or other obvious evidence of use was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that they experienced leaking of the needle at the tubing resulting in a chemo spill. Pediatric patients are coming onto the inpatient unit already accessed from the outpatient clinic with safestep huber needles and tubing is breaking between 3-7 days. In one instance the patient was accessed at the outpatient clinic on (B)(6) and the tubing was found broken and needle replaced on (B)(6) inpatient. It was reported this occurred with two devices and patients. This report addresses the first device and patient that was accessed on (B)(6) 2024 and had the needle replaced on (B)(6) 2024.